Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
According to the information received, a 8mm amplatzer septal occluder was used to close a paravavular leak of a st. Jude mitral prosthesis. The device was released from the cable beside the prosthesis, however, the position was not optimal and was dislodged trying to cross the residual defect. The device flipped into the left atrium, crossed the mitral prosthesis and ended in the abdominal aorta. The device was snared and removed through a 10f sheath and a 9mm amplatzer septal occluder was successfully implanted to close the leak. The physician had reported that the patient improved and the dislodgement proved inconsequential.